Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, analyzer service history, trend reports, complaint searches, and product labeling. There was no patient sample provided to assist in the investigation. Various troubleshooting steps were performed by the customer with technical customer support assistance including: calibrating all pipettors and replacing the wash buffer, however the low flag results and error code 1005 continued. During the requested site visit, the field service engineer (fse) replaced all 6 wash zone (wz) probes and the wash buffer again. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding discrepant results since the replacement of the wz probes and wash buffer. The architect system operations manual addresses: operational precautions and limitations; troubleshooting the fluidics subsystems; erratic results and results with depressed concentrations; damaged or bent wash zone probes; and wash buffer made up with trigger solution. The operations manual also provides instructions for removal and replacement of the wz probe and wash buffer preparation. The architect bnp, stat troponin-I, tsh, and cea package inserts provide information for assay processing, limitations of the procedure, performance characteristics and interpretation of results. A search for similar complaints identified no trends for tickets where the wz probe was the cause in the past 12 months. A review of the architect i2000sr tracking and trending revealed no systemic issues or trends associated with the erratic results. Based on the investigation performed, the complaint information reasonably suggests a malfunction occurred; however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated initial falsely decreased tsh, cea, and troponin results on 5 patients. The results provided were: pt#1 cea = <0.05 ng/ml / 1.72 ng/ml; pt#2 troponin = 0.048 ng/ml / 2.085 ng/ml (customer's diagnostic cutoff = 0.5 ng/ml); pt#3 tsh = <0.010 uiu/ml / 0.191; pt#4 tsh = <0.010 / 1.5773 uiu/ml; pt#5 tsh = <0.010 / 1.1043 uiu/ml. There was no reported impact to patient management. There was no additional patient information provided.